Event description:
Additional information reported indicated that the implantable neurostimulator battery was explanted in (B)(6) 2012 due to frequent charging. It was unknown if battery depletion was normal. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient had to recharge her device ''100% of the time'' and the ''patient's device turned off every 15 minutes.'' It was noted that there were no impedance values out of range, except for contact 3 that showed impedance values greater than 10,000 ohms. All other electrodes reported values of 800 to 900 ohms. It was further noted that the patient had really high settings on the device in order to feel stimulation. The patient had high usage since implantation of the device. It was noted that the "lower back neurostimulator had lower settings and was working great, but the problem was with the higher neurostimulator and lead location." It further noted that the patient kept the recharger on the neurostimulator 100% of every day and had been doing this since implantation. It was noted that the system had been "cutting out for the last 6 months." The manufacturing representative stated that she readjusted the parameters of the device to fix the intermittent stimulation, but the issue was not resolved and the device continued to turn itself off after 15 minutes of use. It was noted that the patient used the recharger to turn the stimulation back on and she believed that the "stimulation immediately came back on" after hitting the on button. It was noted that no x-ray had been performed to check if the system was visually intact. The patient reported feeling stimulation in the right area and that it helped her 100%. It was noted that the "cycling off time for the device was 2 minutes." No overdischarge was reported. Additional information received reported that the "wide range of impedances on electrodes 0-7 could indicate a lead and extension issue on that side of the system." It was also noted that the recorded patient usage of the device was 45%. The patient outcome was not provided.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2009, product type programmer. (B)(4).

Manufacturer narrative:
Analysis of the spinal cord stimulator (serial#(B)(4)) found no significant anomaly. The data gathered during device testing suggested normal battery depletion and poor coupling between the recharge antenna and the implant. Testing of the recharge function of the stimulator found it to be functioning normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.